Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. No further information could be obtained despite good faith efforts.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. No further information could be obtained despite good faith efforts. Additional information was received that the patients implantable pulse generator (ipg) was replaced due to difficulty charging wherein a nonrechargeable ipg was implanted. The patient was doing well postoperatively. The explanted ipg device was kept by the medical facility.